Event description:
It was reported that the device failed the internal leakage check during pre-use check.there was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned pull magnet has been completed. Its function is to open and close the safety valve, which is part of the inspiratory section. The field service engineer (fse) replaced the pull magnet. The ventilator was returned for clinical use after passing functional and safety test. The returned pull magnet was tested in a reference ventilator, it passed all tests and ventilated without any issues. The reported issue could not be reproduced. Visual inspection revealed no defects. An evaluation of device logs confirms the reported issue. The root cause of the reported issue could not be determined. The underlying defect may lead to low pressures and low volumes. This will be detected during the pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).